Event description:
A customer in germany reported the collimator fell off a dr 400 system. The customer was turning the tube from the table to the wallstand and the plastic flange broke and the collimator fell from the system. The local agfa field service engineer was at the customer site completing an unrelated service and was able to review the broken flange. The local service engineer replaced the broken flange and reattached the system colimator. There were no reported injuries to user or patients. The system is now working as intended and there are no future actions related to this event.

Manufacturer narrative:
This supplement report #1 is being submitted to correctly identify this report as part of the vmsr (voluntary malfunction summary reporting) program. Section report is updated to include "vmsr". Section (b5) has been updated to include the number of events.

Event description:
This section (b5) has been updated to include the number of events. This report summarizes <noe> 1 </noe> malfunction event.